Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 385 mg/dl. The customer delivered a correction bolus with the pump. A system check performed with tandem technical support indicated that the pump was operating as expected. The customer suspected that the elevated bg level was due to the site; however this was not confirmed. The customer indicated that the site would be changed. In addition, earlier that day, the pump fill estimate was noted to be inaccurate. Reportedly, the customer had filled with cold insulin. There was no impact to the customer's blood glucose (bg) level due to the fill estimate issue. The customer reloaded the same cartridge and the issue was resolved.